Event description:
Customer's mother reports she was feeling dizzy while on the telephone with the manufacturer's customer service department who then advised her to contact a health care professional for further instructions; however, the mother disconnected. The manufacturer's customer service agent was unable to contact the mother via telephone again despite several unsuccessful attempts. Glucose results provided by the mother were "hi" and within ten mins another result of 78 mg/dl using compact plus system. The mother also reported result of 300's mg/dl and then injected with unspecified amount of insulin. Approx 20 mins later, attempted to re-test glucose and an error message resulted. Removed drum and after re-inserting drum, obtained test result of 131 mg/dl. The original location of the alleged event was not provided. A request was made for the return of the suspect device and replacement product was sent.